Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the emergency room due to low blood glucose readings. It was noted that the customer kept the same infusion set on and only changed out the reservoir. Filling the tubing that was previously filled caused the customer's blood glucose readings to drop to 20 mg/dl. Customer also experienced a low the night before and the blood glucose readings were 36 mg/dl. Customer stated that this low may have been caused by over compensation as they were bolusing for a meal and a high blood glucose reading. Customer declined any further assistance. No further information reported.